Manufacturer narrative:
(B)(4). There was no reported device malfunction. The product was not returned as the stent remains in the anatomy. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of angina is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional stent referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2014 for chest tightness. Coronary angiography and percutaneous coronary intervention were performed and a 3.0 x 15mm xience xpedition stent was implanted in the proximal left anterior descending (lad) and a 3.0 x 18mm xience xpedition stent was implanted in the circumflex (cx). The patient was discharged on (B)(6) 2014. On (B)(6) 2016, the patient was re-hospitalized for chest tightness. The patient received medical treatment. The patient was discharged on (B)(6) 2016. Per the physician, the relationship between the event and the device is not known. No additional information was provided.